Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged, the r-unit (charged coupled device) is broken and purple image. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Additionally, the most probable causes of the malfunction include damage to the fibre bonding in the outer tube area (distal end) and purple image occurred due to a broken r-unit (charge-coupled device). The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had misty and foggy image. The issue was identified during inspection for use. There were no reports of patient involvement.